Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker was over-sensing when the patient swallowed. The patient was recovering; no patient symptoms or intervention was reported.

Event description:
Related manufacturer reference number: 2017865-2020-03345. New information received noted that the patient presented to the emergency room due to dizziness and feeling light headed. Device interrogation showed pacing inhibition during over-sensing. The physician made programming changes and the patient was stable after the changes were made. An echo-cardiogram, showed a contained perforation of the right ventricle. The patient is undergoing cancer treatment and is not a candidate for lead revision.